Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The customer declined repair of the device and was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.